Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that the patient reported to the ER (emergency room) last night ((B)(6) 2018) and was diagnosed with meningitis necessitating pump and catheter explant. With regards to any environmental, external, or patient factors that may have led or contributed to the issue and whether any diagnostics/troubleshooting was performed, ¿n/a¿ was noted. The issue was not resolved at the time of the report. It was noted that the hcp would not have any further information regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.